Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire upon sensor removal. Sensor was inserted at the abdomen on (B)(6) 2015. Patient stated that she felt a splinter like piece at the sensor insertion site. Patient no longer feels the sensor wire and believes she was able to remove it from her skin. No additional event or patient information is available.